Event description:
It was reported that the patient recently had lvad implanted. The device could not be interrogated post lvad implant. Troubleshooting was unsuccessful. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of no communication was not confirmed in the laboratory. The device was interrogated and communication was successfully established. It is suspected that the lvad caused the device's telemetry issue.